Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that for distal radius fracture a variable angle locking compression plate was used. To the distal part of the plate in question, a dedicated guiding block was mounted and screws were inserted from the ulna side after drilling with a dedicated sleeve. In the last hole, the screw head penetrated the plate. After extracting that screw with an incision in the distal part, the surgeon confirmed the guiding block was tightly attached since the surgeon suspected that the screw had been inserted outside the plate because of loose attachment of the guiding block. Then the surgeon retried to insert the screw; however, it penetrated the plate again. Eventually the surgeon gave up with this hole and fixed with the proximal hole (the second row) using another screw. A twenty minute surgical delay was reported. Damage to the patient¿s cancellous bone was reported. This report is for one unknown guiding block. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Report is for one unknown guiding block. Device is an instrument and is not implanted/explanted. Per the facility, complainant part will not be returned for manufacturer review/investigation. 510k is unknown for this complainant part as there were no known part/lot numbers provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.